Manufacturer narrative:
The investigation has been completed. Functional/duplication testing was performed, and no failure was identified related to the reported issue. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 31 mg/dl, cause was unknown. Low bg was addressed by customer's spouse giving glucagon injection. Emergency medical technicians (emt) were called for assistance, but only observed customer to ensure that low bg resolved.